Event description:
It was reported to boston scientific that during an upper gi procedure, in which an injection gold probe bipolar catheter was being used, the needle would not come out of the probe. The case was completed with another of the same device.